Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken wire is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional finding: bent tip. One grip is bent, causing side to side misalignment of grips. There is a .040 offset at the tips indicating overloading at the tip. There is a tiny worn on the yaw pulley but no broken pieces. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si procedure, during set up, the surgical staff reported seeing a broken wire on the pk dissecting forceps instrument. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.